Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 minutes after starting an infusion, using a bd q-syte¿ luer access split-septum stand-alone device, leakage was confirmed from the female luer of q-syte and male luer of connected device. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that 15 minutes after starting an infusion, using a bd q-syte¿ luer access split-septum stand-alone device, leakage was confirmed from the female luer of q-syte and male luer of connected device. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review could not be performed because the lot number related to the investigation was unknown. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used q-syte unit with no packaging material. Visual/microscopic evaluation: damage (tears) was observed on the septum top disk of the q-syte and on its slit. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the extension the q-syte, leakage was observed on both the actuated and the un-actuated positions, water leaked out of the vent hole. Damage (tears) was observed on the column wall. Damage (tears) was observed on the bottom slit of septum (dissected it for evaluation). Conclusions: damage (tears) was observed on septum (top, bottom and column tear). Leakage occurred during the water-leak test. A definite source that contributed to the tears (top-bottom disks and column wall) could not be established. The column wall tear could be a contributive factor for leakage and is normally attributed to incorrect usage or excessive actuations. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that 15 minutes after starting an infusion, using a bd q-syte luer access split-septum stand-alone device, leakage was confirmed from the female luer of q-syte and male luer of connected device. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture:yes.